Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of incident and current blood glucose was 223 mg/dl. The customer experienced symptoms such as nausea, vomiting, difficulty in breathing, abdominal pain. The customer was treated with insulin drip. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing. Drive support cap appears normal. The insulin pump will not be returned for analysis.